Event description:
It was reported that the customer experienced a low blood glucose (bg) level. Suspected cause was due to having a carb ration and basal rate that was too high. Reportedly, customer experienced a seizure. Customer attempted to treat their bg with consuming carbohydrates, however, was transported by paramedics to the emergency room and subsequently admitted to the hospital¿s intensive care unit. They were treated intravenously with fluid of saline and released with issue resolved. Healthcare provider assisted customer with updating their pump settings to better fit the needs of the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.